Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 70 mg/dl and 399 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Call to customer made regarding product return from this case. Customer advised he discarded the meter and strips. Strips not available for return.